Event description:
The customer reported being diagnosed with diabetic ketoacidosis (dka) and was given an insulin drip. When the pod was removed, it was noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization with dka. Lot qualification records were reviewed and the product lot met all acceptance criteria.